Event description:
The customer reported that the insulin pump had a frozen display and the time was not advancing. Troubleshooting was performed. The customer stated that the buttons were unresponsive. The customer mentioned that the insulin pump was dropped on tile floor and the buttons were not responding, and then an error alarm occurred, which he was unable to clear after resting the insulin pump for five minutes. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.